Event description:
Boston scientific received information that one day post implant this implantable defibrillation lead exhibited loss of capture and a slight drop in pacing impedance measurements. The pocket was reopened and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.